Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient now had pain in her right side and still had to take her medications after her device was surgically placed. It was not pain from the incision; it was the pain the device was supposed to be blocking. It was noted the doctor thought this pain could have been from a cracked rib, but the patient stated it was because of how they had to position her on the operating table. A rep was also present at this surgery. No traumas or falls were related to this issue. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.